Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for an unknown high blood glucose at an unknown date. Troubleshooting for the customer¿s high blood glucose was declined. The customer stated that the pump stopped working. The customer¿s last blood glucose reading was unknown. The insulin pump will be returned for analysis.